Manufacturer narrative:
(B)(4). This complaint is still being investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported problems with the power supply source. There was no reported pt involvement.